Manufacturer narrative:
The device was not returned to mmdg for evaluation. Confirmation of the complaint and investigation has not been possible. This report is being filed because the patient experienced a therapy delay of several hours as a result of the pump having become unusable.

Event description:
The initial reporter stated: "caller reporting error code 33, no ac power adapter provided with pump. States just changed battery and hanging new bag. Req to order new pump." Troubleshooting efforts during the initial call were unsuccessful, and the caller was instructed to contact their provider for a replacement device. During a follow-up conversation with the caller, mmdg clinical learned that the patient experienced a delay of antibiotic therapy of roughly 5 hours as they waited for the replacement pump to be delivered. (B)(4).